Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model: sc-2366-30, serial: (B)(4), description: linear 3-6 lead, 30cm.

Event description:
A report was received that the patient underwent an epidural blood patch due to a dura puncture. The patient had been experiencing a headache.

Event description:
A report was received that the patient underwent an epidural blood patch due to a dura puncture. The patient had been experiencing a headache.

Manufacturer narrative:
Additional information was received that the dura puncture causing a cerebral spinal fluid leak occurred during the insertion of the new lead. Medication was also administered and the event resolved on (B)(6) 2016. The event was assessed as being related to the surgical procedure and device.

Event description:
A report was received that following a lead implant procedure the patient experienced a dura puncture and underwent an epidural blood patch procedure. The patient had been experiencing a headache.